Event description:
At the end of a surgical case the patient expired. The facility did not allege any machine malfunction but requested that a service technician downloaded the device logs for review.

Manufacturer narrative:
The device logs were reviewed with a hospital representative. The case in question started at approximately 1200 on (B)(6) 2015 and lasted until approximately 1850. At various times the patient was taken off the anesthesia machine ventilator and placed on a heart/lung machine. When the patient was connected to the anesthesia ventilator ventilation appeared normal. Manual and volume control ventilation modes were used throughout the case. The logs did not indicate there was any type of device malfunction at any time during the case. There is no indication that the device caused or contributed to the patient death. The hospital representative agreed with this assessment.